Event description:
A malfunction on the pump was reported by the customer, but no notable events occurred prior to this issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided instructions to reset the pump, assisting the customer in the process, and confirmed that the malfunction code did not recur after the reset. The customer was informed that they could continue using the pump and was advised to contact technical support again if the malfunction occurred in the future.